Event description:
It was reported that the patient experienced a change in therapy effect. The patient went through a feeling of narcotic withdrawal 10 days after pump refills. The patient went through 6 days of this feeling and it went away 4-5 days before the pump needed to be refilled. This happened for the third time on (B)(6) 2014. The last two times, the patient had diarrhea, severe muscle aches and feeling hot. The patient¿s temperature was taken but he did not have a temperature. The patient felt like he wasn¿t getting medication. The patient was scheduled for a medication check on (B)(6) 2014 and for a refill on (B)(6) 2014. The last time the patient saw his hcp (healthcare provider), the hcp withdrew fluid left in the pump and the amount was correct for what the time span was and it was felt that the pump was dispensing fluid. The hcp was planning a dye study. The problem started at the last 3 refill times. The patient had refills every 4-5 weeks, starting around the end of last summer. The device system was delivering hydromorphone, bupivacaine and baclofen. It was later reported that as of (B)(6) 2014, the patient was continuing to go through opiate withdrawal. This was the 5th time this had happened and the withdrawal occurred 10-12 days after the pump was refilled. The pump was refilled ¿every 40 days or so¿. The last refill was mid-june. A pump dye study was done with the last month. It ¿showed something, but nothing super abnormal¿. This reporter was uncertain what was slightly abnormal about it. It was noted that the pump would sometimes alarm during the time frame of the withdrawal; the patient was uncertain of the specific day he ¿gets the noise¿. Ever since the pump was implanted, the patient¿s quality of life had gone down due to this issue. The patient took oral medications to help with the episodes, but it didn¿t completely help. The withdrawal symptoms were sudden. The patient felt that the pump was malfunctioning and needed to be replaced. The patient¿s hcp was aware of the patient¿s symptoms. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed coring/tears/cuts in the seal of the sutureless connector, which met leak criteria.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the infusion therapy was "not accurate" the therapy was suboptimal following refills. After each refill, the patient felt what he thought were withdrawal symptoms. The withdrawal was ongoing. The patient's physician did not agree with this, as there were no device issues and pump volumes were always normal. Rotor and dye studies were done. The patient stated that they had reported the issues to the physician, however the physician denied this. The pump was replaced on (B)(6) 2014 and the patient recovered without sequela. The device system was used to deliver morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.